Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error) occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event "e315 error" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event "b30 (scope communication err)" was cause due to corrosion of the plug unit. The most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a e315 error code. The issue was found during inspection for use. There were no reports of patient involvement.